Event description:
During an ablation procedure, it was reported that the laser pilot light was visible from the base of the depth stop and locking interface prior to inserting the probe into the patient. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser." Section 8.6.2: "warning: the three ldp connector lines must never be bent, kinked or crushed. This also applies to the laser fiber and all other lines within the connector module cable bundle. Damaged lines may result in ldp operation failure or may reduce laser energy delivered to the target tissue. Damaged portions of laser fiber lines may interrupt heating and may result in equipment damage or injury to the user or patient." No harm was observed in this event, and the event description provided by the clinical specialist indicates that the warnings were heeded upon identification of damaged laser delivery probe (ldp) laser line. Therefore, these risk mitigations remain effective.